Manufacturer narrative:
Per tandem¿s t:flex cartridge instructions for use: ¿make sure that insulin is at room temperature before filling the cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. It was noted that the customer filled the cartridge with cold insulin. The customer&#38112;blood glucose level was not impacted. Reportedly, the customer reloaded the cartridge.